Event description:
It was reported by service report that the patient left side rail is not locking. There is a broken weld on patient left spindle that attaches to the litter. No patient involvement or adverse consequences are reported.